Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The patient manages her diabetes with self-adjusted insulin. The pt indicated that het alleged meter issue started two days prior, at an unspecified time. The pt reported meter readings of "93 and 91 mg/dl" but it is not known what dates/times the results were obtained. It is also not clear as to what actions the pt took in response to the alleged meter issue. The following day, the pt claimed that she received insulin treatment in an emergency room (ER) at 11:30 am. However, it is noted that the patient's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following info: when the reported results were obtained, what meter readings the pt was expecting to get, her testing frequency, and her medication and diabetes management regimens. In addition, it would have been helpful to know what actions the pt took in response to the alleged meter issue, what her previous meter readings were before the issue started, what blood glucose values (if any) the ER obtained, and why the pt went to the ER. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples form her fingers and cleaning the puncture sites correctly. The meter, test, strips, and control solution were replaced. The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment in an ER a day after the alleged meter started reading inaccurately low.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.